Event description:
To update the drug library on our hospira infusion pumps using mednet 5.1 software version, a new drug library is sent to the pump over the wireless infrastructure in the hospital. After the pumps receive the new drug library, it is supposed to prompt the user that the new drug library is available when the unit is turned off. Users will often turn on and then turn off a device to initiate the prompt when a device is not in use. It has been found that sometimes the pumps do not prompt when a new drug library is available. An operator may assume that the infusion pump has the latest version of the drug library because the pump does not prompt that a new version is available. Drug library changes may have different drug limits and/or drug concentrations. Manufacturer response (as per reporter) for infusion pump, plum infusion pump: the manufacturer has suggested a change to the process of initiating the prompt. Hospira recommended that when the pump is turned on, the user will need to leave it on for two minutes and then turn it off. Alternatively, the user may place a cassette in the unit and then turn it on and then off. When this process was employed, then the pumps consistently prompted the user when a new drug library was available.